Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The night before the call, she put on a new set and her blood glucose level was 120 mg/dl. When the customer woke up in the morning, she stated that she was feeling bad. The customer checked her blood glucose level and it was over 600 mg/dl. She experiences such symptoms as blurred vision, thirsty, dry mouth and didn't feel well. The customer stated that they treated the high blood glucose with manual injections. The customer declined troubleshooting. The customer was advised to treat per health care provider's instructions. The insulin pump was returned and analysis was completed.